Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the o2 outlet is cracked. As stated on the repair statement additional malfunction on this device: power switch control panel defective.